Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was unable to be duplicated.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified the water trap was not a disposable and would not pass extended self-test (est). The fsr used a test circuit with no water trap and ventilator passed est. The fsr replaced the gas delivery engine (gde) the customer purchased. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming low fio2 and low peep. The customer reported the ventilator was on a patient when the reported issue occurred, the ventilator was changed out and there was no patient harm or injury.